Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer also mentioned low reading of 40 mg/dl. The customer treated with a shot. The customer reported no moisture damage appeared on the pump. The customer was assisted with troubleshooting and the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. Unable to perform any tests due to blank display. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.